Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the limited films provided. The anatomy at implant is unknown, earlier follow-up films were not available for comparison, and recent CT¿s were also not returned. The cause of the right limb junctional detachment may have been due to aneurysm morphology changes and/or insufficient overlap at implant, and may have been exacerbated by the junction occurring in the unsupported aaa sac. The cause of the reported distal type I endoleak at the left iliac and probable migration of the bifurcate also could not be determined. It is possible that disease progression may have contributed to these events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 90mm diameter abdominal aortic aneurysm a long with a non-medtronic limb. It was reported that during patient follow up 8 years 4months post index procedure, it was noted by the physician that the talent stent graft limb had separated from the extension limb (B)(4) by approximately 10mm causing a type iii seperation endoleak on the right side. An 16x16x156 endurant limb was inserted and the type iii endoleak was resolved. The physician reported the cause of the event to be due to anatomy due to continued dilation of the uncovered portion of the right common iliac artery from initial repair. It is reported that the physician commented that the limbs from the two different companies may have not been compatible. It was also reported the talent bifurcated stent graft appeared to be at least 1cm below the lowest renal artery. Five endoanchors were placed circumferentially about the aorta in order prevent the stent graft from losing seal in the future. No additional clinical sequelae were reported and the patient is fine.